Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 500p from heartsine technologies (B)(4) on the (B)(6) 2013. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2014 and that it had performed to specification up to the auto self-test on the (B)(6) 2017. Upon visual inspection of the returned device corrosion was observed on the device contact collars and screw heads. The device was disassembled to investigate and corrosion was observed within the connector and on multiple tracks on the membrane tail. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device observed switching on automatically